Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: sticky material all over insertion tube. A root cause could not be identified. Based on the results of the investigation, it is likely unable to be cleaned is due to sticky material all over insertion tube. The most probable cause of sticky material all over insertion tube was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited it was unable to be cleaned. The issue occurred during reprocessing. There were no reports of patient involvement.